Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. According to the case notes, the user's hcp was made aware of the event and prescribed a cream for the affected area. The name of the prescribed cream was not reported. The issue is not related to tegaderm or the steri-strips. The user's irritation has gotten better now, and the user has resumed use of the system.

Event description:
On (B)(6) 2024, senseonics was made aware if an incident where the user reported irritation and redness around the insertion site since the insertion procedure on (B)(6) 2024.